Event description:
Healthcare professional reported "exchange with no complaint against the device" for a non -(B)(6) device. This record is for the left side. Device has been explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt: 4582. Device: 4001. Referencing report mw5190673. This report captures left breast implant #2.